Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Coagulated blood was present between both screw flanges and potting cut surfaces. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed, possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual analysis. Subsequent visual examination of the pu cut surfaces noted both ends to be intact; no damage, irregularities, or separations identified. The fiber bundle was then removed from the dialyzer housing to better inspect the inferior pu surfaces/fiber bundle. The subsequent visual examination did not identify any damage or irregularities; no broken, kinked, looped, or short fibers were noted. The inferior surfaces of both potting masses were examined for voids; no voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Although a leak was not observed during bubble point testing and no damage or irregularities were noted to the fiber bundle, blood was observed within the dialysate compartment. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking in the dialysate compartment of the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 250cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.